Event description:
During right proximal ulna I&d then orif a 1.5 mm synthes drill bit broke in the bone due to the patient¿s hard bone quality. The drill bit was broken completely within the canal of the ulna and could not be retrieved. The surgeon attempt at removal of the broken drill bit would create more morbidity. There was no patient harm. Event disclosed to patient. Broken drill bit remained, retained within the ulna.